Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacemaker cardio/defib 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold increased. Therefore the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.